Event description:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics (dose, frequency, and duration not reported) for cloudy effluent. Action taken with therapy was not reported. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.